Manufacturer narrative:
Clarification was received on the event reported on(B)(6)2020 . Epicardial effusion did not occur, it was pericardial effusion. The h6. Patient codes remains the same of ¿cardiac tamponade¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. The event date is unknown. As a result, the 1st day of the month has been entered as the event date. Therefore, date of event was processed as (B)(6) 2019. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient underwent a persistent atrial fibrillation ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and suffered an epicardial effusion requiring a pericardiocentesis. Biosense webster, inc. Does not recommend the use of its devices in the epicardial space. The adverse event was discovered during use of biosense webster, inc. Products. The procedure was not successfully completed. The issue was resolved. The patient¿s condition is fully recovered. The patient was hospitalized for one additional day. In the opinion of the physician, the event was procedure related. The transseptal was performed with brk needle (abbott). Prior to discovering the tamponade, ablation was performed. There was no evidence of a steam pop. The irrigation settings were standard for smart touch. Graph, dashboard, vector and visitag were used for force visualization. There were no error messages displayed by biosense webster, inc. Equipment. The visitag module was used with the ablation index parameters and force as an additional filter. Ablation index options were used for coloring.